Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97745 (serial: (B)(6)); product type: 0201-programmer patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was that the controller stopped working and wouldn't power on at all. Pt said that they reset the controller, however the issue wasn't resolved. Pt said that they were recharging the ins last night when the controller quit. Agent had the pt remove the battery pack from the controller and connect the controller to the ac power supply; pt confirmed that the controller powered on. Agent then had the pt reinsert the battery pack into the controller while the controller was still connected to the ac power supply; pt confirmed seeing the controller light flashing green. Agent had the pt unlock the controller; pt saw the batteries screen with the controller at 50% with recharging indicated and the ins at 30%. Agent had the pt initiate an ins recharging session; pt saw recharging good indicated. Pt repositioned the recharger and then saw recharging excellent. Pt saw no apparent damage to the equipment; pt noted that they took pretty good care of the equipment. The troubleshooting steps that were taken on the call resolved the issue.